Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the vent failed twice. On the day-shift and later on the night-shift. The vent was removed from use. No patient injury reported.

Event description:
It was reported that the vent failed twice. On the dayshift and later on the nightshift. The vent was removed from use. No patient injury reported.

Manufacturer narrative:
The affected device was checked by dräger service and the pba m16.2 was replaced during the initial assessment. The log file and replaced pba were provided to the manufacturer for a detailed analysis. The log entries confirm that the ventilation unit performed restarts in reaction on detected microprocessor watchdog failures on the pba m16.2. After the restarts the ventilation continued as set. A hardware test of the returned pba m16.2 did not show any permanent hardware malfunction. However, based on the analysis it is likely that a temporary malfunction of the pba m16.2 was the root cause of the issue. As a safety feature of the system, a safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. During the restart (duration approx. 8 seconds) the emergency-breathing valve would open to ambient allowing for spontaneous breathing and audible alarms would be posted to inform the user about the problem. After the restart the alarm message ¿ventilation unit restarted¿ is posted. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.